Manufacturer narrative:
Original MDR 2517506-2017-00160 was filed 3/3/2017. The customer provided clarification that the patient did not undergo a scintigraphy procedure. Evaluation conclusions: siemens healthcare diagnostics was provided with the patient sample. An investigation was conducted in the technical solutions laboratory (tsl) to investigate the cause of the discordant elevated ctni results. The sample was run after pretreatment with a heterophile blocking tube (hbt). The testing in the tsl laboratory confirms the customer findings. The elevated troponin values on the dimension vista system are patient sample specific, repeatable, occurring without instrument issue, and are discordant with the clinical impression and an alternate siemens methodology, advia centaur. Original customer testing results: dimension vista ctni result= 155 pg/ml. Sample was diluted 1:2 with a serum free of ctni: 78 and 74 pg/ml. Sample was then diluted 1:4 with serum: both values: "below assay range". Alternate non-siemens methodology troponin t result: 4.63 pg/ml (ng/ml). Tsl investigation: dimension vista mean value: 137 pg/ml. Advia centaur mean value: 14 pg/ml. Sample pretreated with heterophilic binding tube dimension vista mean value: 135 pg/ml. Patient sample diluted 1:5 (corrected for dilution) dimension vista mean value: 128 pg/ml. Elevated results on the dimension vista were still elevated after the hbt pretreatment and dilution, but decreased when run on the advia centaur xp tniul assay, the customer results from a diluted sample were non-linear with the dilution correction which is consistent with an interferent that is concentration dependent. This observation was not reproduced in the tsl study. This data is consistent with a nonspecific interference that is not related to anti mouse and sheep human antibodies which the methods and the pretreatment were unable to remove. All immunoassay methods are susceptible to non-specific binding interference due to a variety of heterophillic antibodies or other globulins. The dimension vista® system, like other immunochemistry systems, uses blocking antibodies and other reagents to minimize cross reactivity with non-specific antibodies. In the majority of cases, these agents successfully block the interference. Occasionally, however, it is possible to encounter a patient sample with non-specific antibody titers that exceed the capability of the blocking agent or that has an antigenicity not recognized by the blocking agent. Siemens headquarters support center concluded the investigation of the incident. They concluded that the data is consistent with a nonspecific interference that is not related to anti mouse and sheep human antibodies which the method and the pretreatment were unable to remove. The dimension vista ctni flex reagent cartridge instructions for use states: "patient samples may contain heterophilic antibodies that could react with immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The reagent is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about the difference between the troponin I results on the dimension vista systems versus the lower troponin t results on an alternate methodology. Siemens headquarters support center has received patient samples from the customer for evaluation. Siemens is investigating the incident.

Event description:
Discordant elevated troponin I results (ctni) were obtained on a patient's samples on (B)(6) 2017 the dimension vista 1500 international system. The results were reported to the physician. The results were questioned by the physician when the sample was tested at an alternate laboratory by an alternate methodology for troponin t and a lower result was obtained. It is unknown if patient treatment was altered or prescribed on the basis of the discordant elevated ctni results. There are no reports of adverse health consequences as a result of the discordant troponin I results or scintigraphy procedure.